Manufacturer narrative:
The device will not be returned to olympus for evaluation. The issue was not confirmed, as the scope was not microbiologically tested by olympus. A supplemental report will be submitted if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6).

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2024 for 10-100 colony forming units (cfus) of klebsiella pneumoniae, 10-100 colony forming units (cfus) of escherichia coli, less than 10 colony forming units (cfus) of enterococcus faecalis, less than 10 colony forming units (cfus) of pseudomonas citronellolis, and less than 10 colony forming units (cfus) of enterococcus gallinarum. The device was re-tested with air and water brushings on (B)(6) 2024 and tested positive for less than 10 colony forming units (cfus) of escherichia coli, and 10-100 colony forming units (cfus) of enterococcus gallinarum. The device was re-tested with flushing only on the (B)(6) 2024 and tested positive for 10-100 colony forming units (cfus) of escherichia coli and 10-100 colony forming units (cfus) of enterococcus gallinarum. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the instructions for use (IFU) was confirmed: - the staff did not complete process when reprocessing was delayed. - often devices do not get into the automatic endoscopic reprocessor (aer) within 1 hour from the bedside cleaning. The subject device was returned and evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.